Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection and a functional evaluation revealed no defect was found that would make it impossible to use the equipment. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a knee arthroscopy procedure, the dyonics control unit became unregulated and was difficult to control. Despite lowering the flow to 0.9 and the pressure to 20, it seemed as though the pressure remained at 80 and the flow was 2.5 or higher. There was no air in the pump and nothing else appeared to be wrong, but the flow was not functioning normally. The procedure was completed using the same reported device, with no surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).